Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received a vibratory notifier on (B)(6) 2018. The asymptomatic patient then presented in clinic for follow up. Review of a stored electrogram found that the implantable cardioverter defibrillator exhibited crosstalk and the right ventricular lead exhibited noise. Lead replacement was discussed and no intervention was performed.